Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the power port MRI isp products that are cleared in the us. The pro code for the power port MRI isp products is identified.

Event description:
It was reported that during preparation, one catheter lock was allegedly missing from the packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one power port MRI isp, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual observation was performed which showed that the one cath-lock was missing from the returned package. The investigation is inconclusive for missing accessory as the sample was returned opened and the original state of the package at the time of opening is unknown. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port MRI isp products that are cleared in the us. The pro code and 510 k number for the power port MRI isp products is identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation, one catheter lock was allegedly missing from the packaging. There was no patient contact.